Event description:
The initial reporter received questionable elecsys hiv duo results for serum and plasma samples from the same patient tested on the cobas e 801 analytical unit. First sample collection result: the initial result of the plasma sample was 1.16 coi (reactive). The repeat result of the plasma sample was 0.204 coi (non-reactive). The repeat result of the plasma sample was 1.19 coi (reactive). The repeat result of the plasma sample was 1.22 coi (reactive). Second sample collection results: the initial result of the plasma sample was 0.204 coi (non-reactive). The initial result of the serum sample was 1.22 coi (repeatedly reactive). The field applications specialist (fas) investigated the event and reran the patient samples in another cobas e 801 analytical unit at a different laboratory. First sample collection result: the repeat result of the plasma sample was 2.58 coi (reactive). Second sample collection results: the repeat result of the plasma sample was 0.244 coi (non-reactive). The repeat result of the serum sample was 2.43 coi (reactive). The "non-reactive" result was reported to the patient.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation reviewed the data set provided by the customer: the calibration results are within the specified ranges. The customer only runs qc level 2 daily; the results are within the specified ranges. The investigation is ongoing.